Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the spiral interface of the bd pegasus¿ safety closed IV catheter system needle was broken and leaked while preparing for neurosurgery. The following information was provided by the initial reporter, translated from chinese to english: "the nurse of functional neurosurgery found that the spiral interface of the indwelling needle was broken and oozing while preparing the patient for venipuncture on 9/15. The device was not used and did not cause harm to the patient."

Event description:
It was reported that the spiral interface of the bd pegasus¿ safety closed IV catheter system needle was broken and leaked while preparing for neurosurgery. The following information was provided by the initial reporter, translated from chinese to english: "the nurse of functional neurosurgery found that the spiral interface of the indwelling needle was broken and oozing while preparing the patient for venipuncture on (B)(6).the device was not used and did not cause harm to the patient."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1110561. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.